Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with an error message on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by data corruption. The device was not reprogrammed. The patient was in stable condition.